Event description:
The customer contact reported a leak. The tubing set was being used to deliver 5fu 5040 mg/138 ml, at a rate of 3 ml/hr, for a duration of 46 hours, via a gemstar pump. On an unspecified date, the delivery was started in the outpatient hematology/oncology unit and the pt went home. After an unspecified length of time, it was reported that the pump alarmed for an unspecified alarm. On (B)(6) 2013 3 hours after the pump alarmed, the pt went to the emergency department because the outpatient clinic was closed. It was reported that a nurse was able to troubleshoot the alarm and the delivery was resumed. It was reported that after one later, the pt returned home. On (B)(6) 2013, the pt returned to the outpatient infusion clinic for a scheduled appointment. At this time, it was reported the pt reported that an unspecified volume of solution had leaked from an unspecified location of the tubing set. The pt reportedly had taped the tubing set and wrapped the tubing set in paper towels and black electrical tape. The customer contact reported a 30-40% loss of solution. The therapy was discontinued and the tubing set was removed from clinical use. The oncologist was notified; however, no medical interventions were required. The physician ordered that therapy be resumed at the pt's next scheduled appointment. It was reported that an unspecified volume of solution came in contact with pt's skin. The solution that leaked and came in contact with pt's skin was cleaned up according to the user facility's protocol. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Testing and investigation is complete. The device was not received. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.